Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The caster was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the right rear caster broke in half. The unit did not tip or fall and there was no patient involvement.